Manufacturer narrative:
The account reconnected the hi/low lever that was loose to resolve the issue. This MDR is a result of CAPA activity for the retrospective review of complaints.

Event description:
Account alleged that the head section was stuck in the up position. No patient impact.